Event description:
Foreign patient's father contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The foreign patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint transmitter device was not returned to dexcom. The receiver device ((B)(4) lot number 5137380), being used with the complaint transmitter device, was returned on (B)(6) 2015. The returned complaint device was visually inspected and no defects were found. A review of the receiver data log found a hardware error code. The reported event of an intermittent out of range signal was confirmed. The root cause was determined to be a hardware component failure.